Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6), antigrade 2 femoral nail operation was done for bilateral femoral diaphyseal fracture. During the operation, surgeon reamed 14mm long in the right leg and inserted expert (a2fn) (B)(4) 13 m - 360 mm but jammed. After pulling it out, additional reaming was done and the im was re-inserted, but jamming occurred again. When tipping down the insertion handle along the femoral shaft, it made a metallic sound. The surgeon suspected re-fracture but found no problem on the image. When checking the connection part between the device and the intra medullary nail, (im), the deformation of the proximal (im nail) was confirmed. So the (im) was removed and expert a2fn (B)(4) 12 mm - 360 mm (smaller version) was inserted instead. This report is on the expert (a2fn). This is 1 of 4 reports for (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The damaged is located, where the nail accommodates the notch of the insertion handle. The surgical technique describes to orientate the insertion handle laterally towards the nail and to match the notch of the handle in respect to the nail. It is also important to check that the connecting screw is correctly tightened. During nail insertion, slight twisted motions should be used. The nail rotates approximately 90° during insertion. The insertion handle rotates from anterior to lateral during insertion of the last one-third of the nail length. If the nail does not rotate to the lateral position during insertion, the nail must be removed and reinserted. The technique guide also describes if nail insertion is too difficult, to choose a smaller diameter nail or ream the intramedullary canal to larger diameter. It seems that this procedure has been followed. Since the insertion handle cannot be inspected, no final conclusion can be made. It is possible, that the connecting screw was not tight and/or too much force has been applied. It is strongly suggested, to inspect the insertion handle for any damage.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.